Event description:
It was reported that during the implant procedure, the guidewire became unsterile, so a competitor guidewire was used. The competitor guidewire was cut at the end and inserted into the lead. It was decided to abandon the lead because the guidewire may have had edges that damaged the inside of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.